Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, and functional testing were performed. The f-38 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be inoperative force sensing resistors (fsr´s). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. There was no patient involvement. No additional information is available.